Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level (440 mg/dl) the customer took boluses to stabilize bg level. The customer declined to check infusion set site as the customer stated that it was changed prior to contacting cts. The customer believed there could have been air gaps inside the tubing. However, during troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.